Manufacturer narrative:
Per patient user guide sup546, patients are provided warning statements regarding electrode skin irritation. Patients are instructed to contact lifewatch services customer support prior to using the mct 3l monitoring system if they have known allergies to nickel or other metals. The patient is also informed in the user guide that if they develop skin irritation they should contact their healthcare professional. The patient presented to their health care provider for prescriptive treatment. The health care provider identified the skin irritation. The patient self-medicated with an over the counter hydrocortisone cream. Patient was prescribed an antibiotic ointment the clinician. The IFU located on the pouch states the electrodes are hypoallergenic and an electrode is to be worn for less than 72 hours. The electrodes are also pvc and latex free. The electrode supplier has not undergone changes in the production process or raw materials and meet requirements for skin sensitivity / cytotoxicity / irritation. No additional information is known to lifewatch services, inc. At this time.

Event description:
Patient communication of consulting a healthcare professional due to allergic reaction/skin irritation where treatment was prescribed.